Manufacturer narrative:
Additional information received stated that the patient never had an infection as a culture was not taken.

Manufacturer narrative:
The explanted lead was not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted lead found it to be satisfactory.

Event description:
A report was received that a patient's lead was exposed at her midline incision. The physician checked the patient and noticed that the lead was visible through the skin. The physician indicated that the patient is thin and the skin had eroded over the lead making it visible though the skin. The incision in itself had healed and looked good. There was no infection observed. The physician explanted the lead and prescribed oral antibiotics.

Event description:
A report was received that a patient's lead was exposed at her midline incision. The physician checked the pt and noticed that the lead was visible through the skin. The physician indicated that the pt is thin and the skin had eroded over the lead making it visible through the skin. The incision in itself had healed and looked good. There was no infection observed. The physician explanted the lead and prescribed oral antibiotics.

Event description:
A report was received that a patient's lead was exposed at her midline incision. The physician checked the patient and noticed that the lead was visible through the skin. The physician indicated that the patient is thin and the skin had eroded over the lead making it visible though the skin. The incision in itself had healed and looked good. There was no infection observed. The physician explanted the lead and prescribed oral antibiotics.